Event description:
Feeding tube was taped properly. Pt has intermittent confusion where he pulls on tubes. Pt was found with connector end of feeding tube and approx 8 inches of tube in bed. Remaining tube remained taped to left nares. Pt had pulled on tube until tube popped. Remainder of tube was withdrawn and md examined pt.